Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to bacteremia and sepsis. Reportedly, the patient had blood infection due to spider bite and had been in and out of the hospital battling sepsis. The patient was administered several rounds of antibiotics without clearing the infection. No additional adverse patient effects were reported. The ra lead was prophylactically explanted to prevent bacteremia from attaching to the leads.